Event description:
A medtronic representative reported an s7 camera tracking the o-arm tracker panels intermittently on both sides. Proper camera distance from the o-arm was verified. There was no patient present when this was identified. Medtronic navigation is filing this MDR to ensure visibility to a finding related to medtronic navigation's stealthstation s7 system camera. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event. Further investigation finds that both sensor lenses were blackened out with a permanent marker, or other similar marking device.

Manufacturer narrative:
Additional analysis of the returned device found that it was possible to clean the lenses using 100% alcohol solution. The camera can now track through the volume, but failed the accuracy assessment kit (aak) test at .42 mm on a threshold of .35 mm. The source of the damaged lenses was unconfirmed. The medtronic representatives at the site were notified of the potential device tampering.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Navigation system camera replaced. No further issues reported. Suspect camera returned to manufacturer for evaluation. Further investigation, by medtronic representative, finds that both sensor lenses on the camera were blackened out with a permanent marker, or other similar marking device. As a result, the psu had difficulty tracking consistently through the volume. Marked-out sensor lenses prevented performing aak tests. Physical damage directly caused this issue. No allegations shall be made of medtronic navigation's device causing or contributing to the reported concern.